Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side "recall and rupture." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a.2, b.5, d.1, d.4, d.6b, g.2, h.4, h.6. The events of necrosis and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade unknown and necrosis.

Event description:
Healthcare professional additionally reported left side capsular contracture, baker grade unknown and "serious external skin changes. Open weeping sores with significant pain." Device has been explanted.